Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the bravo capsule failed to attach during the procedure. Additional information was requested from the account. Should we receive additional information, a supplemental MDR will be filed.